Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left renal artery. A 5.0mmx15mmx135cm sterling balloon catheter was advanced for dilatation. However, during the initial inflation at 8 atmospheres, the balloon ruptured. The devioce was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.